Event description:
On 03/25, we have been informed about an injury of a pt at hospital (B) (6), (B) (6). The date of the surgery and its nature are still unk to us. A non-monitoring dispersive electrode (model ro01) and a electrosurgical generator (no model has been revealed) were used. No info of the size and the degree of the burn, how it was treated afterwards, how the skin was prepared, the orientation of the electrode, the generator model, the power setting used, could be obtained so far.

Manufacturer narrative:
The device involved in the incident was returned stuck on a transparent plastic foil. It was in a state not suitable to perform an electrical or mechanical test. It has therefore, only been inspected visually. Retained samples and samples of the same lot of the same pouch were tested visually, electrically, thermally, and mechanically. All samples were found to perform within limits. No faults could be detected. The device involved in the incident showed burn marks of a size of 0.3 x 2.5 cm on the right edge of the electrode when viewed from the gel side (connecting tab up). No conclusion can be drawn so far. We will continue to ask for further info and will relay such info and any conclusion in a f/u report.